Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the right common iliac artery. The 6.0mmx30mmx135cm foxcross balloon dilatation catheter (bdc) was unpackaged without issue. There was no resistance during removal of the protective sheath and stylet. The foxcross bdc was soaked and prepped prior to use with no leaks or issues noted. After advancement to the lesion without issue, a balloon rupture was noted during the first inflation at 5 atmospheres (atm). There were no reported adverse patient effects and no reported clinically significant delay in the procedure. An armada 35 bdc was used to successfully complete the procedure. There was no additional information provided.